Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Cause was related to human factors as customer stated they had a cold. A correction bolus was delivered, customer drank water and abstained from eating to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.